Event description:
It was reported that the patient received 26 inappropriate shocks, that the impedance was varying between 1300 ohms and 564 ohms, and that the device data indicated oversensing. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. No further patient complications have been reported as a result of this event. Alleged that the patient "suffered physical and other injury", that there was a lead fracture, that the patient "experienced inappropriate and/or excessive shocking or failure to receive therapeutic shocks, requiring [patient] to seek medical intervention resulting in replacement of the defective [lead]", and that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.